Event description:
It was reported that the user experienced low glucose with unclear cause while using the ilet bionic pancreas, and troubleshooting and education were completed; the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included transient impact that did not require hospitalization. Investigation included case review and user counseling consistent with standard troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issue identified, with event characterization consistent with unexplained hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.